Event description:
The customer reported low white blood cell (wbc), red blood cell (rbc), hemoglobin (hgb), hematocrit (hct), and platelet (plt) results, for five patients, on separate days involving the coulter act diff 2 analyzer. This is report five of five. The reanalyzed results correlated to the customer's expectation and were considered correct. The erroneous results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the aspiration pump and resolved the issue. The fse manually adjusted the red blood cell (rbc), white blood cell (wbc), hemoglobin (hgb) and platelet (plt) calibration factors to controls. The instrument was returned to normal operation. All related medwatch reports associated with this event: 1061932-2012-02608, 1061932-2012-02609, 1061932-2012-02610, 1061932-2012-02611, 1061932-2012-02612.